Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. The generator was replaced prophylactically. The explanted devices have not been received for analysis to date.

Event description:
No further information has been received at this time. Programming history was received for review but did not provide any new information. It remains unknown based on programming history what test the patient's high lead impedance was on. Another handheld was used for patient programming and the data was not provided for review.

Event description:
It was reported by our country representative in (B)(6) that a vns had high lead impedance dcdc 7. It was not known if it was on a system diagnostic test or normal mode test. No report of any patient trauma or injury prior to their high impedance being attained. It is unknown if their device has been disabled. The site was notified to program the vns off. X-rays were received for review. Review of the x-rays indicated the following: the generator is placed in a normal location in the upper left chest. The filter feed-through wires appeared to be intact. The lead connector pin insertion into the generator connector block appeared to be fully inserted. The lead wires at the connector pin appeared to be intact. The negative and positive electrode appeared to be correctly aligned on the vagal nerve. A strain-relief bend was present. No strain-relief loop was present. Two tie-downs had been used; one to hold the bend and another one placed immediately caudal to the strain-relief bend, holding the upper section of the lead body. The strain-relief was not done as indicated by manufacture labeling. Per labeling, a strain relief bend should be placed starting 3 cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. Portions of the lead appeared to be behind the generator and could not be fully assessed. No gross fractures or sharp angles could be identified on the lead, but a suspicious area that could be a break of the positive wire was identified on the neck lateral view, a few millimeters below the positive electrode and right next to the tie-down that is holding the strain-relief bend. Based on the x-rays images, no obvious cause for the high impedance could be identified, though a suspicious area was detected in the positive wire. No further information has been received at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, an area where there is a possible lead break noted. Device malfunction suspected, but did not cause or contribute to a death or serious injury.